Event description:
The hearing aid (h/a) user came to the dispenser's office for a routine follow up visit. The h/a specialist noticed a wax guard in the user's ear. The h/a specialist was able to remove it without incident. There were no further problems, no redness, or swelling, or pain.